Manufacturer narrative:
Device received with broken battery cap noted. After installing the battery, the device shows low power battery sign and no key function due to corroded battery tube spring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died. The customer's blood glucose level was 70 mg/dl. The customer also reported that the battery turned off suddenly with no warning, could not get the battery cap off. The device will be returned for analysis.